Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time out. The device had reached elective replacement indicator (eri) on (B)(6) 2009 and was electively not replaced. There were no adverse patient effects reported. Additional information was received that this patient is a do not resuscitate

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.